Event description:
Patient states her pump, sn# (B)(4) keeps coming up with service required when she goes to use the pump. Pump is being replaced and return box sent. Did not happen while in use and no interruption in therapy. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient clinical injury? No. If yes was any medical intervention provided? Reported to (B)(6) by: patient/caregiver.